Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced st elevation. A left atrial appendage (laa) closure procedure was performed. A watchman ® access system (was) was positioned in the patient. Two 27mm watchman ® laa closure devices were deployed; however they each landed too proximal and were fully recaptured without issue. The was remained in the patient. St elevation was noted; however, the patient was stable. They paused the procedure and monitored the patient. No air was noted in the system. And the st elevation resolved on its own. The procedure was then continued and a 24mm watchman ® laa closure device was deployed and released. No further patient complications were reported. The patient remained stable throughout and post procedure.